Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting unspecified call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed record of call service alarm 064. On investigation, the pump was powered on and performed the rewind step without the occurrence of a call service alarm. The pump was exercised for 24 hours without call service alarm occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.